Manufacturer narrative:
(B)(4) /2014 - this patient had a lead revision on (B)(6) 2013. This lead remains actively implanted.

Event description:
The threshold at implant for this lead was 5.0v. No revision has been performed at this point. Patient was not hospitalized. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.